Event description:
It was reported that the pin broke off of the universal oscillating saw adapter during engineering testing. It was reported that this was not in a surgical setting and there was no patient involvement.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.